Event description:
Same case as MFR ID # 2134265-2013-01983, 2134265-2013-01984. It was reported that during a intervention procedure, a wire break and detachment occurred. The target lesion was moderately tortuous and moderately calcified lesion below the knee (btk). As the v-14 control wire was advanced to the target lesion the tip of the wire broke and detached. This occurred with three different v-14 wires. Two of the detached wire tips were removed with a snare device, the third detached tip was trapped with a stent implant. The procedure was completed with a v-18 wire. No additional patient complications were reported and the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2013-01983, 2134265-2013-01984. It was reported that during a intervention procedure, a wire break and detachment occurred. The target lesion was moderately tortuous and moderately calcified lesion below the knee (btk). As the v-14 control wire was advanced to the target lesion the tip of the wire broke and detached. This occurred with three different v-14 wires. Two of the detached wire tips were removed with a snare device, the third detached tip was trapped with a stent implant. The procedure was completed with a v-18 wire. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned fractured in two sections: both section were severely kinked along the body. All dimensional measurements were within device specifications. The returned device was sent for external analysis to determine the fracture failure mode. The first section revealed that the external wire presented evidence of cyclic bending and bending with tension overload as mode of wire failure. The core wire presented bending overload with a slight torsional moment, and a final tension overload as mode of wire failure. The second section revealed that the external wire presented evidence of cyclic bending and bending with tension overload in the perpendicular plane as mode of wire failure. The core wire presented bending overload with a slight torsion, with a final tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).